Event description:
The patient reported syncopal episodes. It appears this lead has an outer conductor fracture. There is some noise being oversensed. The physician does not think that the syncopal episodes correlate with the oversensing.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.